Event description:
The customer complained that the siderail would not stay up.

Manufacturer narrative:
The technician replaced the shoulder bolt, which resolved the issue. The technician also replaced the end tube, which was bent; brake pedal, due to missing; and replaced the IV pole, which was missing. The stretcher is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.